Manufacturer narrative:
The device was not returned even after multiple attempts. This event is reported solely on the information provided by the customer. The questionnaire has been filled out by the customer, and the question if there are any damages to the sensor cable is marked yes indicating that the alleged sensor has cable damaged. For that reason, it can be speculated that the internal wires inside the cable may have been damaged during use causing for not sending a signal to the alarm when the buckle was disconnected. A review of the complaint database did not reveal any similar events against this device in the past 3 years. Therefore, it appears that this complaint was an isolated event. Without the return of the device, the reported issue could not be confirmed. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. Referenced manufacturer file # (B)(4).

Event description:
Customer has reported that two of this product has not been sounding during use. No patient incidents or injuries have occurred. One quantity was previously discarded. Questionnaire has been filled out and saved in temp drive. The date the issue was discovered is unknown.